Manufacturer narrative:
The device has not yet been returned to the factory for eval. Visual inspection determined no signs of clinical usage or evidence of blood. The delivery device was not returned. The tension spring assembly, the anchor tab, and the seal were located inside the body of the loading device. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects.